Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed calibration error and failed battery test. Customer also reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading at the time of the incident was 232 mg/dl, while the sensor glucose was 55 mg/dl. Customer stated that she checked her blood glucose and it was at 70 mg/dl, however when she checked it 15 minutes earlier it was at 75 mg/dl. Troubleshooting was done. Product is not being returned or replaced.